Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source was not working and an emergency lamp error e207 occurred. The issue occurred during maintenance. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. . A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: due to failure of the emergency lamp, the spare lamp indicator was blinking and e207 was displayed. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.